Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the patient¿s visual acuity was 6/6, n5 at 1 day post left eye cataract extraction and lens implantation. At day 5 patient presented with sore eye. Also, the surgeon noted corneal staining and advised review in 24 hours. Patient reported increased discomfort overnight and presented following day with reduced vision and hypopyon. Anterior chamber washout performed, and intravenous antibiotics given. Anterior chamber sample had yielded gram positive bacteria species. Surgeon therefore suspects case on endophthalmitis. The current patient condition was unknown. This report pertains to the provisc involved in this complaint.

Manufacturer narrative:
Additional information is provided in sections d.10, h.6 and h.11. All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations were reported during manufacturing of this lot that could cause the reported adverse event. No complaint sample was received at the manufacturing site for further investigation. There were no confirmed out-of-specification stability deviations, and no unusual trends were observed for the stability results of the stability batches tested during the review period of this annual product quality review (apqr). As no manufacturing related issues were identified during the investigation; a conclusive root cause cannot be determined. Review of the lot complaint history, product specifications and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No action is required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.